Manufacturer narrative:
Analysis summary: analysis confirmed the customer's comments as review of the mobile app logs indicated a user interface/display issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the mobile programmer was used in an implant procedure the threshold values were not matching what was being delivered through the implanted cardiac resynchronization therapy defibrillator (crt-d). It was noted that loss of capture was unable to be determined until the test had completed. It was further noted that the user had programmed the crt-d to vvi at 100 bpm with a 3 beat decrement right ventricular (rv) threshold test and was viewing leadless electrocardiogram (lecg) and 'can to coil' however when testing was initiated the crt-d was still showing as/biv at a rate far less than 100 bpm. The test was stopped and when viewing the saved threshold electrograms (egm), it was realized that capture had been lost some 5-6 beats previously and that the mobile programmer real time egm did not show the test running or decrementing. When it was noted that capture had been lost this could not be seen whilst sensing was observed and beeping was heard in the background with vvi pacing being provided but not displayed. The user was able to see what was happening during testing through an external monitor, but was unable to see the decrements on the mobile programmer. It was further noted that the threshold testing was being performed through the implanted crt-d when the event occurred. The mobile programmer remains in use. No patient complications have been reported as a result of this event.